Event description:
It was reported that a pericardial effusion, cardiac tamponade and death occurred. A left atrial appendage (laa) closure procedure was being performed. A transseptal puncture was performed. A double curve watchman truseal access system (was) was positioned along with a pigtail catheter. A second transseptal puncture was needed to improve the orientation of the was sheath. A 35mm watchman flx laa closure device was deployed and touched the laa. A pericardial effusion occurred which led to cardiac tamponade. A pericardiocentesis was performed. On (B)(6) 2021, the patient died. The implanting physician believes the "flx ball" of the wds touched the laa due to the patient's complex anatomy.